Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that server data sync process had a 16-minute delay processing data from the server to the stations. A technical support specialist (tss) explained that server data-sync logs were not retained and were overwritten, making it impossible to identify the exact cause of the delay. However, a review of the error logs showed several entries that could have contributed to delayed message delivery to the stations. Such issues could stall the sync workflow and hold processing for all stations until the timeout period is reached for the station generating the error. It was also noted that similar delays can occur when any station is rebooted and must complete a full sync or update with the server, which can impact message processing for other stations. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, two separate medication orders experienced delays of at least 10 minutes between electronic privacy information center (epic) and pyxis within the same timeframe. Customer wanted to determine what occurred during that period that caused the transmission delay between systems. No other orders were reported as affected, and only two incidents were identified in bsaimud and bsa5c. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.